Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The dark blue tip had unscrewed but was still connected to the transfer set. The patient was unable to get it to screw back on ("spring loaded") so with the help of a family member and a clean pair of pliers with the mini cap on they were able to get it to screw back together securely. When the patient tried to drain out they were unable to, however they were able to drain out if the blue tip was loosened again. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and a separation between the dark blue female connector and the light blue main body was observed. Leak, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was verified. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.